Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed but did not reproduce the sys error 105. The reported symptom was observed during power up and was caused by a failed motor flex. The motor assembly was replaced.

Event description:
It was reported that a spectrum pump was alarmed sys error 105. It was reported that there was no pt involvement.